Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Correction boluses via the pump were delivered to address bg. During troubleshooting with tandem technical support, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, "white material" was discovered in the cartridge tubing. Additionally, an occlusion alarm occurred and the cartridge was changed to address the issue. Subsequently, intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.